Manufacturer narrative:
Batch review performed on 05 november 2020: lot 187248: (B)(4) items manufactured and released on 18-dec-2018. Expiration date: 2023-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 11 months after primary surgery, reporting instability due to laxity that occurred over time. The surgeon revised the gmk-sphere tibial insert - flex s3r - 10 mm with a sphere insert flex right 13mm s3. The surgery was completed successfully.